Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was discarded, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: suction button was getting stuck down probable root cause: 1. Severe shipping conditions 2. Material/design error 3. Damaged equipment 4. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction button was getting stuck down slowly releasing up and had to be manually pushed up. The tech noticed it and said it was sucking out all the pneumo. Therefore, there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the suction button was getting stuck down slowly releasing up and had to be manually pushed up. The tech noticed it and said it was sucking out all the pneumo. Therefore, there was loss of insufflation.